Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) and pump not detected has been completed. Data analysis: the logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: console was sent back for further investigation but the failure mode was not reproduced. Root cause: the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received. The aic sw operated as designed. Pump not detected: there was no issue found during the case. The device functioned/operated to specification. D9 device returned to manufacturer date added g1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30561. H6 component code 925 was erroneously entered on the initial manufacturer device report number 1220648-2025-30561.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, there were three controller errors with impella defective alarms. The decision was made to continue support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.